Manufacturer narrative:
Exposed sharp edges on the broken siderail. It was reported a few lacerations may have occurred relating to the sharp edges. It is unknown how many, nor what serial numbers were involved.

Event description:
It was reported by service report that the cot has a broken siderail. Sharp edges were found. No patient involvement has been reported. It was reported a few lacerations may have occurred relating to the sharp edges. It is unknown how many, nor what serial numbers were involved.